Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) was not able to be interrogated due to suspected radio frequency (rf). The technical services (ts) recommended the patient to try the interrogation at another location and not in the home. Ts mentioned the patient should work with the clinic to verify the rf settings in implanted device. This s-ICD remains in service. No adverse patient effects were reported.